Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, while taking the first biopsy, the forceps did not cut cleanly, but tore the tissue. A patient bleed occurred, but it was not known if any action was taken to stop it. The procedure was completed with the same radial jaw 4 single use biopsy forceps jumbo capacity device. Post procedure, the patient had some pain, which was considered normal for the procedure and was released home. At home, the patient's pain became worse and the physician instructed her to go to the ER. A CT scan was performed which identified peritonitis and bleeding within the bowel wall. No perforation to the bowel wall was visible. The patient was hospitalized for observation and treated with antibiotics.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).